Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The catheter shaft and strain relief of the subject microcatheter were noted to be broken/fractured and appear to have been cut. The associated stent was also noted to be damaged. It is likely that damage occurred to the device during use resulting in the reported issues. An assignable cause of procedural factors will be assigned to this investigation. This is the 2nd of 2 reports.

Event description:
Based on the investigation of the returned microcatheter (subject device), it was found that the microcatheter shaft was broken/fractured. There were no clinical consequences to the patient.